Event description:
It was reported that the health care professional (hcp) had called in for the review for the implantable cardioverter defibrillator (ICD) device on why the therapy was given. Upon review, technical services (ts) stated that therapy and detection was given in the ventricular tachycardia (vt) zone and then it was programmed off. This episode occurred prior to programming changes. The rhythm ID was uncorrelated at the v-detect due to muscle noise present on the shock electrogram (egm). The therapy was exhausted in the vt zone. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section h6 patient codes.

Event description:
It was reported that the health care professional (hcp) had called in for the review for the implantable cardioverter defibrillator (ICD) device on why the therapy was given. Upon review, technical services (ts) stated that therapy and detection was given in the ventricular tachycardia (vt) zone and then it was programmed off. This episode occurred prior to programming changes. The rhythm ID was uncorrelated at the v-detect due to muscle noise present on the shock electrogram (egm). The therapy was exhausted in the vt zone. This device remains in service. No adverse patient effects were reported.